Event description:
Customer reportedly received results of 416 mg/dl and 113 mg/dl on the compact system within 10 minutes. No actions taken on device results. No adverse event reported. Requested return of suspect device and replacement sent.